Event description:
It was reported that a wound drain was placed following a post-infection of a total knee replacement. The drain was removed and fourteen days later, the patient returned to the ER complaining of knee pain. The patient was returned to the operating room when a x-ray revealed a portion of the wound drain had remained inside the patient's knee. The indwelling drain segment was removed and no further complications have been reported.